Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing episodes due to myopotential inhibition exhibited on implantable cardioverter defibrillator. Upon review of stored session records, further in-clinic testing and programming changes were discussed. No interventions were performed.